Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4) implanted: (B)(6) 2012, product type: implantable neurostimulator, product ID: 3387s-40, lot# v078929, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a51, serial# (B)(4) implanted: (B)(6) 2008, product type: extension. Product ID: 3387s-40, lot# v078929, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient was not able to adjust stimulation and the patient programmer displayed a ¿call your doctor¿ icon and an out of regulation message (oor). The oor was displayed when reading the right implantable neurostimulator (ins). The manufacturing representative was on their way to see a patient when they got a call from a healthcare professional (hcp) indicating that a patient saw the oor message. The patient had decided to wait until today to go to the emergency room. An impedance measurement showed a possible open circuit on electrodes 2 and 3 with ¿32¿ ohms being measured. The patient was switched to a different programmed group and the oor message was cleared. Once the oor message was cleared, an elective replacement indicator (eri) message was displayed. The patient was receiving therapy with the other group. An ins replacement was scheduled for 2015-05-26 due to the ins reaching eri. Refer to manufacturer report #3004209178-2015-10282.